Event description:
This event is being reported for the paravalvular leak post implant. The death of the patient is related to a comorbidity that the patient had prior to implant procedure. It was reported that on 28 february 2023, a 27mm navitor valve was implanted at a depth of 5mm in non-coronary cusp and 8mm in left coronary cusp. Calcification had been observed evenly over three native and had partially reached close to the commissure between rcc and lcc. The annular dimension was noted as 23.5mm. Predilatation was performed using a balloon aortic valvuloplasty (bav). After implantation, a mild to moderate paravalvular leak (pvl) was confirmed. The physician expected the pvl to reduce over time, so the patient was put under monitoring. Post implant bav was not performed. On (B)(6) 2023, the leak had decreased to mild. On (B)(6) 2023, the leak progressed to moderate. The patient will continue to be monitored. On an unknown date, the patient passed away due to alveolar hemorrhage. The death is not attributed to navitor valve. The patient had microscopic polyangiitis, which the patient had since prior to the navitor valve implant procedure and was being treated with steroids.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of the perivalvular leak, bleeding and patient was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Patient comorbidity includes polyangiitis which may have contributed to the reported event. However, polyangiitis was consistent which leads to damage in major organs of the body. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined, the heavy calcification, or the deep implant depth of the valve. Based on medical review : the patient¿s death does not appear to be due to the procedure or the device.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was implanted at a depth of 5mm in non-coronary cusp and 8mm in left coronary cusp. Calcification had been observed evenly over three native and had partially reached close to the commissure between rcc and lcc. The annular dimension was noted as 23.5mm. Predilatation was performed using a balloon aortic valvuloplasty (bav). After implantation, a mild to moderate paravalvular leak (pvl) was confirmed. The physician expected the pvl to reduce over time, so the patient was put under monitoring. Post implant bav was not performed. On (B)(6) 2023, the leak had decreased to mild. On (B)(6) 2023, the leak progressed to moderate. The patient will continue to be monitored. The patient had microscopic polyangiitis, which the patient had since prior to the navitor valve implant procedure and was being treated with steroids. On (B)(6) 2023, the patient died due to an alveolar hemorrhage, but the procedure could not be ruled out. It was noted that the patient had underlying microscopic polyangiitis and was taking steroids. Near discharge from the hospital, the patient developed an alveolar hemorrhage. An autopsy was not going to be performed.